Event description:
The manufacturer received information alleging skin itching, sore chest and sore throat that are related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged skin is itchy where the mask goes, chest and throat is sore, device is giving a burning smell. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found minimal signs of dust contamination in the humidifier chamber. The manufacturer visually inspected the device internally and found pil observed minor dust/dirt contamination on ui panel, rear panel, top and bottom enclosures, blower box, blower box upper cap, blower, p4 power connector. Missing accessory module flip door. Fedex label is attached to the top of the device. Liquid ingress was observed on the blower and blower box. A contaminate consistent with keratin was observed on the blower box. ER-2243857 v01 addresses the issue of keratin. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes.the manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but a small amount of liquid ingress and dust contamination were observed and are consistent with being from an external source. Section h6 were updated in this report.